Event description:
It was reported that the patient was experiencing shocking/jolting sensations after they passed through a theft detector at a (B)(6) store with the device turned on. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Continued from concomitant medical products: lead model: 3889-28 lot#: v884753 implanted: (B)(6) 2012 explanted: na; programmer model: 3037 serial#: (B)(4).

Event description:
Additional information received reported that the device was explanted and not replaced because it never worked. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v884753, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the neurostimulator model 3058 serial # (B)(4) showed no anomalies. Analysis of lead model 3889-28 lot # v884753 showed no significant anomalies.